Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/25/2017 with the following findings: during investigation, the bolus history showed boluses that were manually programmed and fully delivered. The pump was exercised for 24 hours with no un-programmed boluses were delivered. The pump was exercised for 24 hours with no un-programmed boluses delivered or recorded in the pump history during that time. A 10u normal bolus and a 10u audio bolus were successful and accurately recorded in the pump history. There were no hypersensitive or stuck keys observed on the keypad. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a extra boluses were recorded in the pump's bolus history. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.